Event description:
It was reported that the fowler collapsed with a patient in the bed. It was found that the fowler section required grease, bolts and washers. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.